Event description:
The medication calculator in nihon kohden's ECG monitor model # bsm-4104a and bsm-4114a give incorrect flow rate calculations for certain meds. The field for the pt's weight wants it in kilograms, but calculates the flow rate as if the weight was entered in pounds. The results are rates that are 2.2 times higher than the correct rate. Rptr notified nihon kohden of the problem and they checked it and found the same problem.